Event description:
Additional information later received reported that the catheter revision had had to be postponed several times. They have rescheduled it for (B)(6).

Event description:
The patient had been experiencing decreased pain relief. The reporter did not know if the onset was sudden or gradual. A dye study was attempted on (B)(6) 2014 but was aborted because they could not aspirate the catheter so a catheter revision was scheduled for (B)(6) 2015. The reporter did not know if there had been any reservoir volume discrepancies or if a therapeutic single bolus dose safe for the patient had been done to confirm patient response. It was believed the logs were normal. The last time the patient had been seen by the healthcare provider and the pump was read was on (B)(6) 2015. The patient was being managed with oral medications. The healthcare provider decided to change the drug to morphine only at the time of the scheduled catheter revision. The pump had been used to deliver fentanyl, clonidine and baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information later received reported the cause of the inability to aspirate was unknown. The healthcare provider replaced the catheter (B)(6)-2015 and per the reporter the patient had been doing great ever since that time.

Event description:
The patient was taken to surgery on (B)(6) 2015 and the doctor found a little kink in a piece of the catheter that was in the pocket, so it was not necessary to open the patient's back. Once that piece of the catheter was cut off, the doctor got free flowing csf (cerebrospinal fluid). He attached a new connector and had free flowing csf and then attached it to the existing pump. The pump had been at minimum rate prior to the revision and was kept at minimum rate following the revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(4) 2013, product type: catheter. (B)(4).